Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. Two photos were provided by the customer which were used to conduct the device analysis and the reported fault was not found. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during infusion, leaking was observed from a hole in the disc filter. The leak was covered with tape and clinic contacted. The patient was instructed by the nurse to stop the pump. The patient presented to the clinic where the leak was confirmed and it was decided to prepare a new cassette with the remaining drug, attach a new extension set, and restart infusion. Infusion was continued with no leaking observed. The device system delivered fluorouracil. It is unknown if there were any adverse patient effects.